Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch verioiq meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when customer service followed-up with the patient. The patient reported that the alleged issue began on (B)(6) 2015, at 11:30pm. The patient manages her diabetes with insulin (no adjustments). She reported that she had administered her usual dose of medication prior to the start of the alleged issue. At the time that the alleged issue began, the patient reported that she was already experiencing symptoms of ¿low blood sugar¿, ¿blurred vision¿ and ¿couldn¿t talk.¿ the patient reported that because she was unable to test with the subject meter, she had tested with an ¿old meter and obtained a result of 3.1 mmol/l.¿ she alleged that she was taken to the emergency room (ER) and at midnight she received a glucagon injection. She reported that at 12.30am, her blood glucose level was checked on an unknown hospital meter, and another blood test was sent to the laboratory. She reported that the meter result was ¿3.1 mmol/l.¿ the laboratory test result was unknown. Although the issue with the meter began when the patient was already symptomatic, the patient reported that the alleged issue had resulted in a delay to her receiving treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, and, based on the information provided, there had been no misuse of the product. The cca also noted that the issue had not occurred after recharging the battery. The cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. Although the patient was symptomatic prior to the start of the alleged issue, the patient reported that the alleged issue led to a delay in her treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.